Event description:
Reportedly, on 12 september 2023, information were received that data could not be sent. When the help desk contacted the patient by phone, it was confirmed that "latest sent date: 2022/12/9" was displayed on the screen of the home monitor. Even after restarting, the display did not change and it could not be confirm that data was received. When a manual data transmission was requested, a message was displayed, saying ``communicating with pacemaker'' and data was successfully collected. After that, the message "transmitting" was displayed, but halfway through, the message "could not receive radio waves" was displayed. Several non-successful attempts at different locations were done, without any changes.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as normal functioning was observed and proper pairing with a reference pacemaker. - analysis of extracted expertise data revealed that the smartview connect lost communication to the local network in september 2023. This communication issue could have resulted from an issue at the level of the sim card or from a poor network coverage at the location of the device when the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, information were received that data could not be sent. When the help desk contacted the patient by phone, it was confirmed that "latest sent date: (B)(6) 2022" was displayed on the screen of the home monitor. Even after restarting, the display did not change and it could not be confirm that data was received. When a manual data transmission was requested, a message was displayed, saying ``communicating with pacemaker'' and data was successfully collected. After that, the message "transmitting" was displayed, but halfway through, the message "could not receive radio waves" was displayed. Several non-successful attempts at different locations were done, without any changes.